Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to evaluate the device. The fse tested the device and found that alarm sounded when heart rate (hr) exceeds. When onsite the fse also checked if there was an alarm delay, and he was unable to replicate the issue. Since no problem was found with the mp30, the biomed (bme) was advised to monitor to observe the situation and to reach out if it happens again. There have been no complaints regarding this issue since. A good faith effort (gfe) conducted confirmed the customer stated that the alleged problem occurred on 21st september 2023, at approximately midnight. At local timing of around 1230 ¿ 0100 hours, the user mentioned that there was an alarm delay and the alarm was not missing, but after testing, the fse was unable to replicate the alleged issue. He added that there should be an alarm at the central monitor indicating that the hr is above the limit. However, the user mentioned that the alarm did not appear. The fse confirmed device configuration was set up so that the alarm would go off as the hr is above 140. Allegedly, the nurses mentioned that the alarm did not go off when the hr reaches 140. However, after re-emulating the incident with a vital sign simulator, the alarm did sound off every time the hr reached over 140. The users were informed to notify the bme if the incident occurs again. The product is working per specifications and back to use. Results of functional testing indicate no malfunction was found on the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported the intellivue mp30 bedside monitor does not alarm when the heart rate exceeds. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: (B)(6).